Manufacturer narrative:
(B)(4). Results of investigation: this unit is currently in the process of being evaluated. Once the result become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. There was no patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to duplicate the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue and shipped the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verify the customer's reported issue. During the initial bench test, the flow valve was installed into a test ventilator and found the flow valve failed for high out of specification tidal volume measurements. The flow valve also failed the production ltv flow valve assembly test procedure for higher flow. Visual inspection did not reveal any anomalies; but further testing found the rod pusher¿s diagram was dirty and had drifted out of specification. Carefusion cleaned, readjusted, reseated the push rod, and reseated the vhome. The unit still failed the produce ltv flow valve assembly test procedure for higher flow. Visual inspection did not reveal any anomalies.